Event description:
On (B)(6) 2012, customer reported that the lh750 instrument misread a sample label. Customer stated that one patient's demographic was miss-matched with another sample pending process in the instrument. This incident occurred only once. Customer stated that correct barcode number was (B)(4), and the instrument instead read (B)(4). Customer stated that he caught the misread when verifying the sample ID read against the sample ID on the tube bar code label. When the misread was caught, the sample was rerun and read correctly. There was no death, injury or change to patient treatment as a result of this event. Field service engineer (fse), inspected the instrument and performed a barcode read test and deleted the database. Fse found no issues with the bar code reader.

Manufacturer narrative:
(B)(4).